Event description:
It was reported that the ilet bionic pancreas generated repeated ¿unable to proceed¿ alerts during the rewind and setup process, with the rewind motor sound diminishing near the end before the alert, and that attempts to proceed by rewinding, inserting the cartridge and tubing, performing fill tubing only, and then fill cannula, as well as device restarts and a dry run, did not resolve the issue; a replacement pump was provided, and the user later completed setup with the new device while using a dexcom g7 and inset infusion set, and the user had an alternative insulin therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including video of the rewind process. Investigation of this case revealed a mechanical problem consistent with the reported rewind struggle and subsequent ¿unable to proceed¿ alert. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.